Event description:
During stone surgery using electrohydraulic lithotripsy, the metal tip of a lithotripsy probe came off in the patient. The surgeon was able to retrieve the metal piece with no consequence to the patient.